Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the anchor broke. Additionally, the patient's bone quality was hard, which could¿ve contributed to the reported failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch [mr#1221934-2017-50007].

Event description:
Suture anchor broke after insertion. No patient consequence. Additional information received from affiliate 1/14/2018: after the first implant broke, the surgeon remove the fragment. After the second implant broke, the surgeon remove the fragment. The breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. No fragments near surgical site, whole suture anchor was removed. The procedure completed by using another drill sleeve. The surgeon used the original bone hole to complete the procedure. Alternatives were readily available. Patient bone could have been hard which may have contributed to the breakage. No patient impact. Unknown on where the break occur on the anchor. The patient¿s bone quality was hard. Unknown of the insertion was off axis. The implant was removed from the patient.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is currently unavailable. See associated medwatch: 1221934-2017-50007.

Event description:
Suture anchor broke after insertion. No patient consequence.